Event description:
Sorin group (B)(4) received a report of a sudden increase in flow during the procedure which resulted in a high flow alarm and shutting the auto clamp. There was no report of pt injury.

Manufacturer narrative:
The serial number was not provided. Therefore, the MFR date is unknown. The sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5) control panel. The incident occurred in (B)(6). This medwatch report is filled out on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be filed when the investigation is complete.